Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a 34mm amplatzer amulet left atrial appendage occluder was selected for implant on (B)(6) 2024 using a 14f amplatzer torqvue 45x45 delivery sheath. The patient was in sinus rhythm. Transseptal access was inferior-posterior. The patient's activated clotting time (act) level was 310 seconds. The patient's left atrial pressure was 13mmhg. 8000 units of heparin were administered. During the procedure the first deployment attempt was unsatisfactory and the decision was made to partially re-capture the occluder. It was noted there was difficulty to engage the central lobe due to there being 3 lobes. During the re-capture a circumferential cardiac tamponade occurred. The decision was made to release the occluder in the left atrial appendage (laa). A continuous drainage of the pericardial effusion was done until the occluder was released. The cardiac tamponade stopped on its own. The patient was transferred to the intensive care unit (ICU). The user believed the occluder caused the pericardial effusion. The patient status was stable.

Manufacturer narrative:
An event of patient-device incompatibility (pericardial effusion, cardiac tamponade) was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported pericardial effusion lead to cardiac tamponade could not be conclusively determined. The reported unexpected medical interventions was resulted of case-specific circumstances as pericardiocentesis was performed on the patient. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.